Event description:
It was reported that the ilet user experienced a high glucose reading of 225 mg/dl and disclosed extending infusion set changes to about one week and announcing meals well after eating. Guidance was provided to change the infusion set every two days as directed and to announce meals at the time of eating to avoid hyperglycemia and support proper pump learning. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified related to using meal announcement to correct blood glucose, and the user interface was the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.